Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported experiencing severe shoulder pain and temporary loss of use of arm while wearing an adc freestyle libre sensor. No details pertaining to treatment were reported. There was no report of death or permanent injury associated with this event.